Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pmsc involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure. The part was installed and tested in the printed circuit assembly (pca) test system. The system started up with good image in both eyes. All ten power cycles passed. Pmsc was left in the system for 4 hours, while testing other boards, and it performed properly with no issues. This module is no trouble found (ntf). A visual inspection was performed and two dvi ports on the surgeon console leaf (scl) were found to be used and damage. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the right eye in the surgeon side console (ssc) was black and had a spinning wheel in the upper-left corner. Customer performed a hard reset on the ssc and vision side cart (vsc) and reseated the fiber cables prior to contacting technical support for assistance. Isi technical support engineer (tse) reviewed error logs and found errors 54 and 45308 pointing to the ssc video loss. Customer tried with another endoscope with no change. Tse had the customer turn on the color bars at the vsc,. There were no color bars in the right eye in the ssc. Tse had the customer try to turn on 2d mode; however, it was already turned on. Customer continued the procedure with only the left eye in the ssc available. There was no reported injury. Isi followed up with technical support (ts) and obtained the following additional information: the customer continued the procedure using only the left eye. Ts stated the console was not completely down, just in a degraded state. Ts confirmed the customer performed the necessary troubleshooting steps. Isi followed up with the initial reporter and obtained the following additional information: the surgeon had one of her eye taped to continue the procedure with one eye of the surgeon side console (ssc) available. The surgical staff continued the procedure robotically since it would be a lot more work to undock the system and convert to laparoscopic. Customer did not want to lengthen the time of the procedure. The uterus was not too difficult for the surgeon to remove with just one eye. The procedure was completed robotically with no patient injury or fragment fall into the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the personality module surgeon console (pmsc) and cleaned the blue fiber cables to resolve the issue. The system was tested and verified as ready for use.